Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: investigators were unable to duplicate loose cartridge cap. The cartridge cap was returned with the pump and was able to tighten properly and secure cartridge in place. The pump was tested for delivery accuracy with no defects found. No damage or loose cap was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (loose battery cap).

Event description:
The patient contacted animas on (B)(6) 2014, reporting that their blood glucose was 400mg/dl due to loose cartridge cap and loss of prime. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they disregarded the insulin on board (iob) reading of three units and took the full bolus and their bg dropped to 30mg/dl. The patient stated that the reason for loss of prime was battery cap had come loose. This report is being made due to the patient¿s hypoglycemic event that resulted from loose battery cap.